Event description:
The customer's seat broke from the back to the front on a fissure/fault running up the underside of the seat. End user alleged that his left leg and foot were cut by the fall but his mother was present to surgically dress them and his wound care physician will remove and inspect it on (B)(6) 2015.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: product received expanded evaluation. The expanded evaluation report states: self care - other. Other, hold for detailed evaluation. Visual inspection- the top of the seat was without any visible damage. There was a 10 inch crack along the left side of the bottom of the seat. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for a crack on the bottom of the seat. Complaint of "seat broke " was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. -the customer's seat broke from the back to the front on a fissure/fault running up the underside of the seat. End user alleged that his left leg and foot were cut by the fall but his mother was present to surgically dress them and his wound care physician will remove and inspect it on (B)(6) 2015.